Manufacturer narrative:
Date stent: 06/08/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, when the surgeon pushed the firing knob fully forward and returned the knob, the staple line was formed incomplete. Only a few lines were formed on the proximal side of the stapler body, and the blade moved only along the line of the incomplete staple line. The incomplete staple line was formed during firing. Surgery was prolonged three hours. The surgeon used another new device and completed the case. No adverse pt outcome.